Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that they have experienced severe pain, inability to pass urine, internal pain during intercourse, abdominal swelling, flatulence from the vagina and pain in the overall pelvis area. The patient reported that the pain increases with activity and she feels only slightly better after passing urine. These issues were not present prior to the mesh implant. The patient has undergone multiple unspecified procedures under anesthetic, including partial mesh removal. The patient continues to experience abdominal problems. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.